Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and scratches/worn keypad overlay. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer reported that there was a piece around the reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump was returned for analysis.